Event description:
A thoratec ventricular assist device (vad) was reported to be leaking a "small amount" of blood from the outflow valve area. The vad was inspected and found to have proper fill and no leakage from the pump. There was no adverse effects noted as a result of this event.